Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that while troubleshooting an issue with the cell-dyn 1800 analyzer, she felt what she thought to be a splash/droplet on her face near her eye. She could not determine where the splash originated from as she did not find any tubing detached from the analyzer nor any spills out of the pre-mixing cup. Also, the operator could not determine if the analyzer was running at the time. The operator washed her face and flushed her eyes as a precaution. The operator did not seek any medical attention and is doing fine. There was no patient involvement with this issue.

Manufacturer narrative:
There were no returns available from the customer site for this evaluation. For the incident described, the operator was not wearing protective eyewear and it is unknown if the operator was wearing a lab coat and gloves at the time of the incident. There was no injury to the eye of the operator and proper steps were followed after the incident. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn 1800 operator's manual contains information to address the current customer issue. The evaluation concluded that the issue described by the customer is an isolated incident, specific to the cell-dyn 1800, sn (B)(4). The product performance of the analyzer is not affected by this incident. There is no product deficiency, no malfunction, and no action taken for the cd 1800 instrument, list number 07h77-01.